Event description:
A malfunction was reported with the display of malfunction code 13, and the pump could not be reset. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer, whose pump was still under warranty, was advised to use a backup insulin pump in the meantime. They were informed about software updates and instructed on how to return the faulty pump to tandem using the provided return materials. A replacement pump with updated software was sent, and the customer was advised on transferring their settings and connecting their cgm to the new device.